Event description:
It was reported that the patient was seen with a high lead impedance. The patient followed up for surgery and only the generator was replaced. The plan was to replace the lead at a later date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5. Describe event; corrected information, initial report inadvertently omitted information known prior to submission d6b. If explanted, give date; corrected information, initial report inadvertently omitted information known prior to submission h6. Health effect - impact code; corrected information, initial report inadvertently omitted information known prior to submission h6. Type of investigation; corrected information, initial report inadvertently omitted information known prior to submission.

Event description:
Implant card was received reporting that the lead was replaced. The suspect lead has not been received to date.

Event description:
It was also noted that the patient's generator depleted sooner than expected. The reported premature depletion is housed under manufacturing number 1644487-2025-10852. Any further information received regarding the premature depletion will be reported under manufacturing number 1644487-2025-10852.

Manufacturer narrative:
B5, corrected data: initial report inadvertently omitted information regarding the associated premature depletion information. D3, corrected data: the initial and supplemental #1 reports inadvertently omitted contact information. G1, corrected data: supplemental #1 and supplemental #2 reports inadvertently omitted contact information. G3, corrected data: supplemental #1 and supplemental #2 reports inadvertently omitted the date received by manufacturer. This field has been updated to reflect the information received for this correction report.

Manufacturer narrative:
D4. Expiration date; corrected information; initial MDR inadvertently used incorrect date. H4. Device manufacture date; corrected information; initial MDR inadvertently used incorrect date.